Event description:
Boston scientific received information that this implantable cardioverter defibrillation (ICD) exhibited a red alert for high out of range shock impedances. This issue will be followed-up on in the future. Subsequently, additional information was received that a follow-up procedure took place to check the proximal coil connection. High impedance measurements were noted with the proximal coil connection, and impedance measurements of 62 ohms were noted with the distal coil configuration. An x-ray was performed, and it was suspected that the ds-1 proximal pin is not completely inserted. In order to provide this patient with adequate therapy the distal coil configuration was programmed. Impedance measurements were taken, and were found to be within normal range. Within the near future, this patient will undergo a procedure to evaluate the connections. Additional information was received that this patient underwent a revision procedure. The decision was made to reprogram the vectors due to this patient having experienced out of range shock impedance measurements. The proximal was removed, which resulted in shock impedance measurements being within range. There were no adverse patient effects reported, and no allegations against the boston scientific products.

Manufacturer narrative:
This ICD remains implanted, so therefore will not be returned to boston scientific for laboratory analysis. At this time there is no additional information. Should additional information become available this report will be updated.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis was unable to confirm the clinical observations in this event through product testing.

Event description:
Additional information provided from the field indicated the ICD was later explanted and replaced due to an unrelated clinical observation. The ICD was returned back to boston scientific for analysis. No additional adverse patient effects were reported.